Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having discomfort that turned into pain with tenderness and swelling at the ipg site. The patient was treated with a depo medrol injection at the site and an aspiration was done with a serous fluid as an aspirate. The patient stated that the injection greatly diminished the pain. At this time, an x-ray was taken and showed that the battery was in good position without being inverted. After a few months, edema developed and the physician prescribed a lidocaine topical gel. The patient was back at the physician's clinic a month after to have the fluid around the spinal cord stimulator battery drained and during the procedure, the physician aspirated a clear yellow fluid. Bactrim was prescribed by the physician after the procedure. It was also reported that the patient still report intermittent sharp pain at the battery site and occurred more frequently after charging the ipg, therefore, the device lost charge and was not used for a few weeks due to the pain when charging. The patient stated that the ipg had migrated and was causing discomfort. Presently, the patient's battery site had increased redness to the distal aspect with increased inflammation to the superior aspect and the physician felt this was causing substantial pain to the patient. The physician felt that at this time, the site was not infected in anyway but would cause irritation and would eventually worked its way to the surface if nothing was done. The physician felt that the increase redness was related to the mechanical process. The physician prescribed a medrol dose pack to help decrease the inflammation. The patient underwent a revision and was reportedly doing well postoperatively. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the physician confirmed that the ipg did not migrate.

Event description:
A report was received that the patient was having discomfort that turned into pain with tenderness and swelling at the ipg site. The patient was treated with a depo medrol injection at the site and an aspiration was done with a serous fluid as an aspirate.the patient stated that the injection greatly diminished the pain. At this time, an x-ray was taken and showed that the battery was in good position without being inverted. After a few months, edema developed and the physician prescribed a lidocaine topical gel. The patient was back at the physician¿s clinic a month after to have the fluid around the spinal cord stimulator battery drained and during the procedure, the physician aspirated a clear yellow fluid. Bactrim was prescribed by the physician after the procedure. It was also reported that the patient still report intermittent sharp pain at the battery site and occurred more frequently after charging the ipg, therefore, the device lost charge and was not used for a few weeks due to the pain when charging. The patient stated that the ipg had migrated and was causing discomfort. Presently, the patient¿s battery site had increased redness to the distal aspect with increased inflammation to the superior aspect and the physician felt this was causing substantial pain to the patient. The physician felt that at this time, the site was not infected in anyway but would cause irritation and would eventually worked its way to the surface if nothing was done. The physician felt that the increase redness was related to the mechanical process.the physician prescribed a medrol dose pack to help decrease the inflammation. The patient underwent a revision and was reportedly doing well postoperatively. No device malfunction was suspected.